Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "whiny and not answered clear" and was unable to self-treat, requiring third-party administration of glucose and juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. The sensor was de-cased. Visual inspection was performed on the pcba (printed circuit board assembly), and no issues were observed. The sensor¿s battery measured to be within specification range. Performed a source measure unit (smu) test to check that the returned puck¿s electronics were functioning properly. Performed the poise voltage test for the returned sensor and observed the poise voltage to be within specidication range. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(4) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "whiny and not answered clear" and was unable to self-treat, requiring third-party administration of glucose and juice for treatment. There was no report of death or permanent impairment associated with this event.